Event description:
The valve was explanted due to mitral regurgitation resulting from a flail leaflet associated with dehiscence from the valve strut. The valve was replaced with another sjm valve and the pt is doing well postoperatively.